Manufacturer narrative:
The involved esu was inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Most likely, there were many possible scenarios involved in the reported incident. However, based upon the information provided, it appears that oxygen had escaped from a leaky mask. Then, upon application of high-frequency current, a combustion/flame occurred in the area. This complication is a known phenomenon. Warnings in the esu's user manual explicitly describes the possible risks. It states, that no combustive gases (e.g. Oxygen) should be used when performing surgery at the head or thoracic surgery. If the use is unavoidable, the combustion-promoting gases must be suctioned out before the use of hf surgery. Oxygen-carrying hoses and connections must be checked for leaks. Otherwise there is a risk of burns. Nevertheless, no conclusive determination could be made as to the cause of the incident. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that the erbe electrosurgical unit (esu/generator) was involved in a patient incident. The esu was used in a procedure on both of the patient's eyelids. The generator was used with a monopolar instrument manufactured by another company. No other information was provided in regards to any other accessory used. The modes and settings were auto cut, effect 1, 20 watts as well as swift coag, effect 5, 20 watts. During or after the procedure, a burn was noticed on the patient's midface/nose area. No information was provided in regards to the extent of the burn/necrosis or treatment administered.